Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 96.1 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018, it was reported that the patient was implanted with a 40ml pump on (B)(6) 2018. The physician who implanted the pump contacted the company representative to say that the pump had not eroded through the skin but was pressing to the point as if it wanted to come through. The environmental, external or patient factors that may have led or contributed to the issue was reported as possibly the patient¿s weight or size. The actions and interventions taken to resolve the issue was to replace the pump with a 20ml pump per the physician. The patient was currently using an abdominal binder to hold the pump in place under the skin. Surgical intervention was planned and the office was working on getting an operating room time for (B)(6) 2018. The issue was not resolved at the time of the report and it was note that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. On (B)(6) 2018 additional information was received that reported that the 40 ml pump was protruding, it was noted that the patient was very thin and the managing physician performed a pump revision today to switch the pump from a 40 ml pump to a 20 ml pump. The reporter denied any erosion to the pump and confirmed the skin was intact. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a device manufacturer representative indicated that the hcp elected not to send the pump back post removal for analysis as there was nothing wrong with the functionality of the pump. The hcp concluded that the body mass of the patient could not support the size of the pump. As such, a smaller pump was chosen to be the replacement. No further complications were reported as a result of this event.